Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus and fundus of stomach in a procedure performed on (B)(6) 2024. During the procedure, the bands could not come out. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 14, 2025: the speedband superview super 7 was used in the esophagus only and not in the fundus of stomach. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, block e1 (initial reporter address 1, initial reporter city, initial reporter zip/postal code), and block h6 (device codes) have been updated based on the additional information received on january 14, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus and fundus of stomach in a procedure performed on (B)(6) 2024. During the procedure, the bands could not come out. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 14, 2025: the speedband superview super 7 was used in the esophagus only and not in the fundus of stomach. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with four bands in it, one band overlapped, one band was broken, and one ligator housing tooth was damaged. The handle had evidence that the trip wire was not secured, and it was not pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the retured ligator housing returned had four bands in it, one band overlapped, one band was broken, and one ligator housing tooth was damaged. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged, the same force used could have also made the bands get damage. The handle had evidence that the trip wire was not secured, and it was not pulled up to take up rest of slack. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Additionally, the trip wire was not pulled up to take up rest of slack; however, the IFU states "take up slack by pulling proximal end of trip wire on handle unit." This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus and fundus of stomach in a procedure performed on (B)(6) 2024. During the procedure, the bands could not come out. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: the complainant reported the anatomy location was in the fundus of stomach. However, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of bands unable to deploy.